Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient originally had the implantable neurostimulator (ins) placed in the left buttock but the patient had discomfort with this pocket site so it was moved to the right buttock. It was noted that to do this extensions were added and ¿run from the left butt to the right butt across the sacral area.¿ it was noted that after placement of the ultra device in 2010, the patient lost a ¿ton¿ of weight which caused discomfort. It was stated that the patient had a general history of discomfort at the pocket site. It was noted that the managing healthcare professional (hcp) had called in 2013 about a revision procedure but it was not clear whether this was the incident that was referred to.